Event description:
This medial device report is being submitted due to an additional event that was originally reported in MDR report, FDA # 9616389-2013-00003. This report is for a 21st event for the unintended movement issue when using a dx-d100 mobile unit. The customer informed agfa on (B)(6) 2014, that they had experienced their dx-d100 unit exhibiting unintended movement. The unintended movement described by the customer explained the unit actually drove itself and hit a baby bassinet. The unit was not driving fast, but had enough momentum to actually move the unit to come in contact with the bassinet. The unit was taken out of service and a backup system was used by the customer until the investigation was performed and resolution completed. No patient or user was injured during this event. During the investigation, agfa service adjusted voltages on the dmc board, checked cables on the encoder and replaced switches on the unit. It was determined the dmc board and gauges needed to be replaced. Also during the investigation hand pads were replaced on the collimator arm, unrelated to the unintended movement. The dx-d100 unit was upgraded with new firmware to (dmc) board rev h per a corrective action underway for a reportable correction to the FDA: FDA reference # z-1487-13. The repaired dx-d100 unit is now being used by the customer with no issues.